Manufacturer narrative:
The system was examined and the reported event was replicated. The tabletop illuminator module and lamp were both replaced to address the issue. Both were returned for investigation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The tabletop illuminator module and a lamp were for evaluation. A visual assessment of the returned samples revealed no obvious nonconformity. A known-good lamp was installed into the returned module then connected to a calibrated system for functional testing. The module was found to meet specifications. Attempts were made to place the returned lamp into an illuminator module but it was found to be too tight to functionally test. The root cause of the reported event can be attributed to a tight fitting lamp. An internal investigation was opened to address this issue. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that prior to a procedure, the illuminator was dark. The case was initiated and completed using an auxiliary light source. There was no patient involvement.